Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the drawer was not opened and the cubex app is frozen. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Correction: section h imdrf annex c & d codes.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the drawer was not opened and the cubex app is frozen. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using thebd pyxis¿ medbank tower, the drawer was not opened and the cubex app is frozen. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. The technical support specialist remoted in and checked the drawers and zones, confirming drawers were working properly. Then identified that the issue occurred when the user pressed the exit button, which failed to redirect to the login screen. The tss reset the application and had the user try again, after which the user was able to issue the medication. The system functioned as intended after the technical support specialist troubleshot the device.